Event description:
It was reported the pt no longer had stimulation and the ipg would not communicate with external devices. The sjm rep met with the pt and determined replacement external devices would not resolve the issue. The physician replaced the ipg. It was reported the pt was well, and received effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.